Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjo hospital equipment (B)(4) on behalf of the importer (B)(4). The evaluation of the device to date has been carried out by a rep of the MFR's ales and svc unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.